Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in all bores of the connector. The returned device indicated damaged atrial and lv grommets and foreign material on the top and bottom surfaces of the atrial grommet. The returned device indicated the atrial set screw was found in the connector bore, the atrial setscrew had a rounded socket, foreign material on the atrial setscrew surface and atrial setscrew block surface. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a connection problem in the atrial channel of the cardiac resynchroniza tion therapy defibrillator (crt-d) and the physician was unable to rotate the set screw to fix the atrial lead in the device header. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.